Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748940 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 748940 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2003 (B)(6), product type programmer, patient product ID, 7435 lot# serial# (B)(4), implanted: 2003 (B)(6), product type programmer, patient product ID, 3998 lot# j0444256v, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
It was reported that impedances greater than 5000 ohms were measured on the extensions. The lead was however, fine. The extensions and implantable neurostimulator (ins) were consequently replaced. There were no patient symptoms related to the event.